Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no delay to the procedure, and there was no impact to the patient.

Manufacturer narrative:
H2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that navigation was utilized to guide the placement of the ventricular catheter. Image guidance was successfully initiated, and all views (axial, sagittal, and coronal) were available at the start of the procedure. As the projection measurement was decreased during the insertion of the ventricular catheter, the axial view display went black. While a faint outline of the patient¿s skull remained visible, brain tissue was no longer displayed. Importantly, the sagittal and coronal views continued to track and display normally, allowing the procedure to continue. The blackout occurred only on the axial view, skull contour visibility suggests the system maintained partial registration but failed to display parenchymal detail, no interruption was noted in the sagittal or coronal tracking and the issue appeared to correlate with advancing projection depth. The intraoperative blackout of the axial view did not compromise overall navigation, as the sagittal and coronal views remained functional. Neither delay no patient impact information were provided.

Manufacturer narrative:
G2: this event occurred in south africa, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.